Manufacturer narrative:
This reportable event was identified during a review of complaint files between (B)(6) 2017 through (B)(6) 2019.

Event description:
Doctor did a case on friday (B)(6) 2019 and the genicon retrieval bag he used broke while retrieving the specimen. Ref# (B)(4) lot# 19855-a exp. Date 3/16/20. Additional data regarding the same case: on (B)(6), doctor was completing a robotic lap ventral hernia repair. He deployed a 2ezee retrieval bag to remove excess fatty tissue. While removing the bag from the abdomen the tip of the bag tore, spilling the majority of the content into the cavity. At this point, the bag was easily removed and remaining tissue was removed via the trocar.